Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a hybrid convergent epicardial and endocardial ablation procedure via a sub-xyphoid approach using a cdk-1413 device. Post-procedure electrocardiogram (ECG) indicated the patient was in sinus rhythm, and they were discharged on post-operative day 3. However, on post-operative day 4, a tte revealed a moderate to large pericardial effusion. The patient was readmitted on post-operative day 8 and treated with steroids. They were discharged home on post-operative day 13 but returned on post-operative day 19, complaining of shortness of breath, and were subsequently admitted for a pericardial window. There was no reported device malfunction, and the adverse event was the result of a procedural complication.